Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to pocket infection. Reportedly, the patient symptoms were swelling and heat around the implant site. No additional adverse patient effects were reported. This pacemaker was explanted.